Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode of lost mobility however, evaluation found that the pitch cable at the distal idler is frayed. The instrument also passed electrical continuity testing. Engineering evaluation also found that the surface of the distal pulley exhibits scratches and that one grip is bent, causing side to side misalignment of the grips. There is a .068 offset at the tips, indicating overloading at the tip. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the fenestrated bipolar forceps instrument lost mobility due to a broken wire. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.